Event description:
Information received by medtronic indicated that the customer had high blood glucose of 21.4 mmol/l. No harm requiring medical intervention was reported. Customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer called in with the following concern: customer called to report a high bg. In addition the insulin pump in use has the clear retainer ring which has been recalled. P-cap locked in place properly during testing. Insulin pump was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. During download review no relevant alarms confirm in download history files to confirm complain code. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. Insulin pump received with cracked retainer, cracked case (battery tube) and cracked battery tube threads. In conclusion, customer concerns are not confirmed. No relevant alarms noted in download history review and testing of the insulin pump was successful.